Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but did not measure the signal. The lead body was rotated to fix the helix and at 5v there was no capture. The lead was removed from the patient and the helix was noted to be deformed. After adjustment, the lead was re-implanted in a septal placement with pacing thresholds of 2.5v. This was still higher than desired, so the lead was removed and a new lead of the same model was implanted successfully, with pacing thresholds of 0.9v. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. However, inspection of the lead tip confirmed the reported observation of a deformed helix. Laboratory testing was unable to reproduce the high pacing thresholds observed during the implant procedure as the lead passed all electrical testing.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but did not measure the signal. The lead body was rotated to fix the helix and at 5v there was no capture. The lead was removed from the patient and the helix was noted to be deformed. After adjustment, the lead was re-implanted in a septal placement with pacing thresholds of 2.5v. This was still higher than desired, so the lead was removed and a new lead of the same model was implanted successfully, with pacing thresholds of 0.9v. No adverse patient effects were reported. The attempted lead was returned for analysis.